Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, there was difficulty connecting the handpiece to the motor drive unit, and the handpiece was held in place until it was able to be connected. After the procedure, the handpiece became stuck in the cpc connector. The case was completed with no adverse patient consequences. Bolt cutters were used to remove most of the disposable handpiece and a small piece of the handpiece remains stuck inside the cpc connector.

Manufacturer narrative:
Date sent to the FDA: 11/20/2007. Conclusion: the actual device involved in this event was returned for evaluation. The visual inspection found a piece of a broken disposable in the cpc connector. The piece of disposable was dislodged from the coupler and inspection of the coupler revealed rounded corners, which may have caused the loose fitting of the disposable.